Event description:
The patient was undergoing a medical procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the ace catheter was found fractured 2 centimeters from the hub and was not used.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.